Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: updated patient codes and device problem codes to imdrf codes. H3, h6: a product investigation was conducted. Visual inspection: the approximator fc sleeve (p/n: 279712580, lot number: nw215557 ) was received at us cq. Visual inspection of the complaint device showed the distal connecting tip would not come off or rotate since it was jammed. Functional test: a functional assessment was performed on the complaint device. The distal tip was unable to be removed or rotated. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to inaccessibility of relevant internal components. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal connecting tip would not come off or rotate since it was jammed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw215557 was released in a single batch. Batch 1: lot was released on sept 13, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the approximator fc sleeve would not articulate causing it to jam in the reduction clip. Fragments were not generated. There was a surgical delay of four (4) minutes. The procedure was successfully completed by forcibly removing the approximator fc sleeve. Concomitant device reported: unknown reduction clip (part# unknown, lot# unknown, quantity unknown). This report is for one (1) approximator fc sleeve. This is report 1 of 1 for (B)(4).